Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "during the tha, the surgeon combined the trident insert into the trident psl ha cluster shell. However, it was very difficult for him. He thought that the shell was deformed due to a impaction."